Manufacturer narrative:
Additional product component: model number/catalog number- 72400025, serial number: null, model/catalog description- balloon fgs 71-80cm.

Event description:
It was reported that the patient experienced recurring incontinence due to the cuff having a small hole resulting in fluid loss with an artificial urinary sphincter (aus). The aus cuff and balloon were explanted and a new aus cuff and balloon were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced recurring incontinence due to the cuff having a small hole resulting in fluid loss with an artificial urinary sphincter (aus). The aus cuff and balloon were explanted and a new aus cuff and balloon were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: analysis of the belt cuff fgs 4.5 cm revealed a leak at the shell adapter junction with wear on the fold. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 7240002, serial number: null, model/catalog description: balloon fgs 71-80cm.